Event description:
Reportable based on device analysis completed on 24apr2024. It was reported that premature deployment inside the catheter occurred. The target lesion was located in the iliac artery. A 6mm x 20cm interlock was selected for embolization. However, during the procedure, it was noted that the coil was disconnected inside the catheter. The procedure was completed with another of the same device. No complications reported and the patient was stable post-procedure. However, device analysis revealed the interlocking arm of the coil was detached.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Visual inspection was performed, and it was observed that the main coil was bent and stretched at the coil arm and along the primary coil section. Additionally, the interlocking arm of the coil was detached, and the pusher wire was damaged at the distal section of the teflon heat shrink tubing. Functional testing could not be performed since the main coil and the pusher wire were not interlocking. Dimensional inspection of the pusher wire and main coil revealed the components were within specifications. No other issues were identified during the product analysis.